Manufacturer narrative:
Patient age unknown/ not provided. Date of event unknown/ not provided. Catalog number and lot number unknown/ not provided. Product not returned.

Event description:
It was reported that unknown zimmer abutment screw loosened.

Manufacturer narrative:
One zimmer replacement screw was returned for inspection. The screws show signs of wear from use about the threads and some debris is noted. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Alleged event was regarding screw loosening was non-verifiable with the information provided. A singular root cause could not be identified.